Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual heated evaqua2 breathing circuit was returned to fph in (B)(4) for inspection. It was visually inspected and pressure tested. Results: visual inspection revealed that the proximal connector collar on the expiratory limb was cracked. There was no visible damage noted to the tubing itself. The pressure test result was within specification. A lot check was not performed as lot information was not provided. Conclusion: based on the nature of the cracking and previous investigations into this type of failure, the cracking is most likely due to the connector coming into contact with a cleaning chemical, resulting in environmental stress cracking. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the damage occurred after a period of use, which suggests that the complaint breathing circuit became damaged after the product was released for distribution. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." The user instructions also state the following: "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that the collar on the expiratory limb of an rt265 infant dual heated evaqua2 breathing circuit was found cracked after eight days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt265 infant dual heated evaqua2 breathing circuit is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that the collar on the expiratory limb of an rt265 infant dual heated evaqua2 breathing circuit was found cracked after eight days of use. No patient consequence was reported.